Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer had assistance from son who brought them juice to address bg, as the customer could not get out of bed due to their decreased bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.